Event description:
It was reported to boston scientific corporation that an advanix pancreatic stent was to be implanted in the pancreatic duct to treat a pancreatic stone during a pancreatic stone removal procedure performed on (B)(6) 2024. During the procedure, the stent was successfully deployed. However, the endoscopic marker on the duodenal side of the stent was difficult to view. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a020602 captures the reportable event of ro marker band component missing.